Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a moderate ketone level. Reportedly, customer was using u-200 humalog for insulin therapy. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 6 hours later with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support as customer confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.